Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to submitted under arjohuntleigh magog inc. Registration #(B)(4). After the incident arjo qualified representative visited the customer to conduct an interview and the device evaluation. There were no abnormalities found within the lift nor the sling. The attempt to recreate reported detachment was unsuccessful. Additional information will be provided in a follow-up report upon the investigation conclusion.

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi move passive floor lift and passive clip sling. Following information provided, during patient's transfer (male, (B)(6) kg) to a shower a left shoulder clip detached from the spreader bar attachment point. As the consequence of the event the resident hit his head on the door frame and sustained a slight abrasion on the back of his head. The injury was assessed as minor.

Manufacturer narrative:
Arjo was made aware of an incident involving maxi move floor lift and passive clip sling. The facility representative stated that a left shoulder clip detached from the spreader bar attachment point (lug). Following information collected, the reported detachment occurred during transfer to the shower, when entering the bathroom and going over doorstep. Customer stated that before transfer it was checked by the caregiver whether the clips were properly attached. The resident did not fall completely out of the sling but hit the doorframe and sustained the abrasion on the back of the head. Arjo representative visited the customer facility after the event to perform a device inspection. No malfunction was found within maxi move lift or the sling. An attempt to recreate a reported detachment was unsuccessful. Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. When properly attached clip cannot detach from the spreader bar. The passive clip sling instruction for use (04.sc.00) provides pictographic procedure regarding clip attachment process. The document guides, step by step, through a proper sling application. It is important to make sure that the clip sling is attached securely before and during the lifting process. According to the warning in the IFU: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo passive floor lift and passive clip sling were used as a system for patient transfer when resident partially slipped out of the device. Left shoulder clip detached and from that perspective system did not meet its performance specification, but there were no abnormalities found within the lift or the sling that could have contributed to the event. We decided to report this complaint to the competent authorities due to the fact that clip detached during transfer and the patient hit his head on the doorframe sustaining minor injury.